Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional checking were performed. The customer's reported problem was confirmed. During investigation the pump was found displaying "1861" error code message on power up when batteries were inserted. The investigation recommended the pump motor and scratched lcd lens be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited alarming error code 1861 and had damage lens. No patient involvement reported.